Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this right ventricular (rv) lead presented to the emergency room (ER) due to shocks. Upon review, this rv lead exhibited noise and oversensing resulting in inappropriate shocks to this patient, in multiple episodes. The rv lead was found to be fractured. This rv lead was explanted and replaced with a new rv lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this right ventricular (rv) lead presented to the emergency room (ER) due to shocks. Upon review, this rv lead exhibited noise and oversensing resulting in inappropriate shocks to this patient, in multiple episodes. The rv lead was found to be fractured. This rv lead was explanted and replaced with a new rv lead, which remains in service. No additional adverse patient effects were reported.